Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the day after an upgrade procedure to a biventricular device, loss of capture and poor sensing was noted on the right ventricular lead. The patient was asymptomatic and was stable throughout the procedure. The loss of capture was noted at max output and the poor sensing was sensing r-waves at 1.7-2mv. Impedance was normal. The physician is awaiting to see if the capture and sensing stabilizes, possible lead revision may be needed. No additional information was reported.

Event description:
New information noted that the right ventricular lead was explanted and replaced on (B)(6) 2018. The patient was stable.